Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, pump flow was low and unable to go over 1l/minute. Pump was explanted and replaced with another impella cp pump. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer. The cause of the low pump flow was most likely patient condition, specifically the patient presenting with a considerably low ejection fraction. This report is being filed as part of a retrospective review of historical records.